Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During intraoperative exchange of a variax2 screw a thin metal thread occur. Variax elbow plate remained in the patient.